Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (((B)(6)1988, (B)(6)1990, (B)(6)1992, (B)(6)1993, (B)(6)2009)), pregnancy with contraceptive device ((B)(6)2013) and diabetes mellitus. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury"), 4 years 3 months after insertion of essure. On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("general. Abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, female sexual dysfunction, vaginal infection, vaginal discharge, iron deficiency anaemia, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, visual impairment, weight increased and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- bleeding,uti, vaginal infection vaginal discharge. Discrepancy noted in date: essure confirmation test. Discrepancy noted in insertion date- (B)(6)2009. 3 essure coils deployed on the right, 14 essure coils deployed on the left the plaintiff experienced another pregnancy(termination) on (B)(6)2013 which has been captured in case number (B)(4). As per pfs tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: failure to occlude (close) fallopian tubes one side closed and the other did not totally close. Imaging procedure - on (B)(6)2009: result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (((B)(6) 1988, (B)(6) 1990, (B)(6)1992, (B)(6) 1993, (B)(6) 2009)), pregnancy with contraceptive device ((B)(6) 2013) and diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury"), 4 years 3 months after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("general. Abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, female sexual dysfunction, vaginal infection, vaginal discharge, iron deficiency anaemia, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, visual impairment, weight increased and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- bleeding,uti, vaginal infection vaginal discharge discrepancy noted in date: essure confirmation test discrepancy noted in insertion date- (B)(6) 2009. 3 essure coils deployed on the right, 14 essure coils deployed on the left. The plaintiff experienced another pregnancy(termination) on (B)(6) 2013 which has been captured in case number (B)(4). As per pfs tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: failure to occlude (close) fallopian tubes one side closed and the other did not totally close. Imaging procedure - on (B)(6) 2009: result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Reporter's information added. Essure removal details added. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.